Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source front panel was blinking while functioning. The event occurred during preparation for use, prior to an upper gi endoscopy diagnostic procedure. It was reported that the procedure was completed with a non-olympus device with approximately 30 mins delay. There was no report of patient harm or user injury associated with this event.